Manufacturer narrative:
Result: unplugged head lift sensor coil cable.

Event description:
It was reported by service report that the fowler would not lower. No pt involvement or adverse consequences were reported.